Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Patient information was declined by the facility. Further information provided, successful imaging was performed. It was reported that as the device was being removed from the patient, physical damage was observed on the manufacturer's device. There was no embolization, no injury and no decline in the status of the patient. The manufacturers device and (another manufacturers) guidewire were removed as a system. No additional intervention was required to remove the separated pieces of the manufacturer's device. No tests/laboratory data was available. Implant and explant dates: this "blank" is not an omission. The implant or explant dates are not applicable to this device. Visual and microscopic inspection were performed on the returned device. The scanner body and catheter tip were broken off at the connections to the weld legs and were returned with the device. The edge of both sites of separation were smooth with no rough edges. There was a kink in the proximal shaft and the distal shaft was stretched. The microcables were severed within the distal shaft and loosely coiled. The inner member was bunched. All portions of the device were accounted for. The probable cause of the failure is damage that occurred during removal of the device from the patient, likely from an excessive pulling force as evidenced by the stretched distal shaft and severed microcables. Strain, impact, and forces associated with use can affect the integrity of the device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, inside the body, during removal of the manufacture's device, the device separated. The proximal portion of the device was removed and when the guidewire (another manufacturer's device) was removed, the distal portion of the manufacturer's device was removed with the guidewire. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported because a portion of the manufactures device separated and was removed as a system.